Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with gel mentor memorygel breast implants 455cc and experienced capsular contracture baker grade iii/IV and ptosis on the left breast implant and ptosis on the right breast implant . As a result, the patient will undergo removal and replacement with gel mentor memorygel breast implants 455cc on (B)(6) 2019. This medwatch is for the right breast implant.